Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the routine replacement procedure, the device entered safety mode due to electrocautery. The device switched to vvi unipolar configuration and emergent pacing was required in this pacemaker dependent patient. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted that the header was firmly attached to the device casing and there were no electrocautery markings. It was noted that the memory download could not be completed due to corrupted memory. Testing confirmed that the device was in safety mode. It was concluded that electrocautery at explant caused the device memory to become corrupted.